Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from connector during use event on (B)(6) 2024. The infusion set was in use for 5 to 6 hours. The blood glucose level at the time of event was 330mg/dl and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.